Event description:
The reporter, a pharmacist, stated that her pt was admitted to the hosp and given unk medication intravenously. At dinner time on the evening prior to the incident, the pt had taken an extra 5cc regular insulin as directed by physician based on the suspect device readings (300's). At 4 am, the pt was given orange juice for symptoms ("moaning and unaware"), and paramedics were called. The paramedics obtained a blood glucose result of 65 on an unk monitor.